Event description:
As it was reported by an affiliate, during a procedure, a smart control stent was placed distal to the intending target lesion. A contralateral approach was chosen for the procedure. The smart control (6x40 mm 120 cm) was delivered to a moderately calcified, slightly tortuous superficial femoral artery with a stenosis of 90%. The device locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was deployed, but the stent jumped forward (it is unknown how far it jumped distally) during the stent deployment and was placed distal to the intended lesion. It was not indicated if there was any resistance friction at any time during the procedure, if the stent delivery system passed through any acute bends, if there was any difficulty encountered while advancing/tracking the sds towards the lesion or if any unusual force was used at any time during the procedure. It is unknown if any thrombus was present proximal to, at, or distal to the lesion site. An additional stent (non-cordis, size unknown) was placed at proximal side and the target lesion was fully covered. The procedure was completed successfully. There was no patient injury reported, and the product will not be returned for analysis.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon further review of the file, the complaint has been corrected to a serious injury. Outcomes that attributed to ae, has been corrected to include "disability or permanent damage" and "required intervention to prevent permanent impairment/damage (devices)." Type of reportable event, has been corrected to "serious injury" and "malfunction." Other details in this file remain unchanged.

Manufacturer narrative:
Complaint conclusion: as it was reported by an affiliate, during a procedure, a smart control stent was placed distal to the intending target lesion. A contralateral approach was chosen for the procedure and the smart control stent was delivered to a moderately calcified, slightly tortuous superficial femoral artery with a stenosis of 90%. The device locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was deployed, but the stent jumped forward (it is unknown how far it jumped distally) during the stent deployment and was placed distal to the intended lesion. It was not indicated if there was any resistance friction at any time during the procedure, if the stent delivery system passed through any acute bends, if there was any difficulty encountered while advancing/tracking the sds towards the lesion or if any unusual force was used at any time during the procedure. It is unknown if any thrombus was present proximal to, at, or distal to the lesion site. An additional stent was placed at proximal side and the target lesion was fully covered. The procedure was completed successfully. There was no patient injury reported, and the product will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15568064 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.